Event description:
Surgical intervention was undertaken on (B)(6)2023 in which the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: UDI of additional component potentially involved in the event is (B)(4); corrected from (B)(4). The initial reporter information was updated to reflect the physician who performed the reported surgical intervention and the facility wherein it was undertaken.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000039291.

Event description:
It was reported that one of the patient's leads is exhibiting high impedances due to fracturing, preventing the patient's system from entering MRI mode. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.